Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. Upon receipt, inductive telemetry was not stable and could not be fully established. After a power-on rest occurred unintentionally on the bench, all telemetry returned to normal the device passed all further tests. The cause of the field event could not conclusively be determined.

Manufacturer narrative:
Please retract this MDR 2017865-2011-07890. Duplicate report filed on 09/10/2011, 2017865-2011-06582, with incorrect serial number 597597.

Event description:
It was reported that the device could not be interrogated. Back-up vvi mode was noted.